Event description:
It was reported that the pt was diagnosed with an infection at the incision site following a procedure to replace their previous neurostimulator because of normal battery depletion. The pt was seen in the emergency room and was given antibiotics. He also had coupling issue between the recharger and the device which may be due to the presence of bandages. It was noted that he was recharging for the first time today. Additional info was requested.

Manufacturer narrative:
(B)(4).